Event description:
Reference number (B)(4). Event occured in the united states. Patient experienced a severe hypoglycemic event on (B)(6) 2025, at 6 pm. Despite receiving several low blood glucose alerts from their device, the patient's attempt to raise their blood glucose level by consuming a bagel and three glucose tablets was unsuccessful. The patient had previously administered a meal bolus for 60g of carbohydrates and reportedly consumed the full meal. However, their blood glucose/sensor glucose (bg/sg) remained dangerously low, necessitating hospital intervention. Emergency services were called, and the patient was taken to the hospital. Upon arrival, the patient's insulin pump was disconnected, and they were treated with intravenous glucose. The hospital stay lasted less than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction no malfunction based on complaint information. The batch 6009284 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6009284 was manufactured according to the work instruction (wi) version 81 packaging in the multivac 12, on (B)(6) 2024, with a total of (B)(4) units. Review of the DHR (device history record) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on (B)(6) 2025 against malfunction code no malfunction based on complaint information, harm signs of untreated hypoglycemia that patient is able to self manage using prescribed medication e g drowsiness drunken appearance and lot 6009284 and no other complaints have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of the related event: as a result of the following: no non-conformance (nc) raised during production related to malfunction reported, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities. Root cause of problem: n/a - this complaint did not require escalation to CAPA; therefore, no further root cause investigation has been completed. Corrective action as a result of the investigation: n/a - this complaint did not require escalation to CAPA, therefore no CAPA plan is available.

Event description:
To date no additional patient or event details have been received.